Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal battery charger device lights did not come on when battery was plugged into it. The event was not reported to have occured during surgery. It was not reported if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that it was functional. Therefore, the reported condition could not be duplicated or confirmed. It was further determined that the device passed all operational specifications. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.